Event description:
The drug was infusing in a pump and a rn pulled the cassette out of the pump. The pt received free flow of the drug. Pt is a 67-yr-old female pt, post-operative cardiac surgery. Pt had transient episode of hypertension and flushing. Pt complained to rn about dizziness and flushing.